Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05317. (B)(6). It was reported that chest pain and in-stent restenosis (isr) occurred. In (B)(6) 2015, the patient was diagnosed with unstable angina and underwent an elective percutaneous coronary intervention (pci). The target lesion was a de novo lesion located in the mid left anterior descending (mlad) artery with 70% stenosis. It was 28 mm long, with a reference vessel diameter of 2.75 mm. The most distal cass site was not reported. There was moderate calcification. Prior to stent insertion, cutting balloon angioplasty was employed due to calcification. A 2.5 x 6 mm cutting balloon was advanced to the mlad and slowly inflated to 7 atmospheres. Repeat cutting balloon angioplasty was performed just distal to the first mlad cut at 6 atmospheres. The target lesion was treated with insertion of 2.75x16mm promus premier¿ drug-eluting stent and 2.75x12mm promus premier¿ drug-eluting stent in an overlapping manner. Post-dilatation was performed (diameter of largest balloon = 3.5 mm; 18 atmospheres). There was 0% residual stenosis. After deployment of the 2.75 x 16 mm stent in the mid-lad, repeat optical coherence tomography (oct) imaging showed there was an additional diseased segment distal to the stented segment, with a minimum luminal area of 2.36 mm2. It also showed that there was only a slightly malposed segment of the proximal mid-lad stent. Therefore, the first stent was post-dilated with a 3.25 x 8 mm nc quantum balloon up to 17 atmospheres. The 2nd stent was overlapped by ~1 mm and deployed to 12 atm. There was some intermittent bigeminy and paroxysmal atrial tachycardia during the balloon inflations and stent deployment in the mid-lad, but these resolved at the end of the case. The post-intervention oct imaging revealed adequate stent apposition of the wall. There were no complications. The patient was discharged on the same day on aspirin and clopidogrel. In (B)(6) 2016, the patient was seen by cardiovascular services anginal-equivalent symptoms and was offered ranexa (ranolazine). In (B)(6) 2016, the patient was again seen for angina in the morning and night. The pain was between the shoulder blades, with radiation to the jaw and chest. She was requiring sublingual nitroglycerin every few days. She reported that the ranexa had increased her daytime symptoms. Ranexa was prescribed again, with a plan for low threshold for future catheterization. Fourteen days after, the patient underwent pci of the mid-lad and the ostial jailed diagonal branch for severe progressive angina, despite multiple anti-anginal medications. Coronary angiography revealed 30% mid-lad in-stent restenosis at the bifurcation of the diagonal branch. No stenting was performed. The 95% ostial diagonal branch stenosis was reduced to 0% after pre-dilatation with a 2.5 mm compliant balloon, followed by successful a ballooning with a 2.75 x 8 mm noncompliant balloon, including simultaneous kissing balloon with the 3.0 mm noncompliant balloon in the lad. Kissing balloon technique was needed to optimize stent apposition. This resulted in reduction of the 95% ostial diagonal stenosis to 0%, and reduction of the 30% in-stent restenosis of the mid-lad to about 10% residual isr. Timi flow = 3 in both the main branch and the side branch post procedure; pre-procedural timi flows unreported. No dissection or perforation noted. The patient remained chest pain-free and hemodynamically stable throughout the procedure. On the same day, the event was resolved. The patient was discharged (no hospitalization) on aspirin and clopidogrel. There was a plan to reserve future stenting of the diagonal branch only for rapid re-stenosis, to avoid compromise to the lad stent.